Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Intraop knee. The tensioner is not functioning properly. The cable will pass through. However, when the surgeon tries to tighten, the cable appears loose. Surgeon used another tensioner and the procedure was completed successfully with no patient adverse consequences and no surgical delay.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding instruments are functioning incorrectly involving a dall miles tensioner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as no patient demographics or medical records were provided. There is no indication that patient factors contributed to the reported event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information and/or device becomes available, this investigation will be reopened. Not returned.

Event description:
Intraop knee. The tensioner is not functioning properly. The cable will pass through. However, when the surgeon tries to tighten, the cable appears loose. Surgeon used another tensioner and the procedure was completed successfully with no patient adverse consequences and no surgical delay.